Event description:
It was reported that during a bph surgical procedure three fibers were noted to be flashing and did not work at all. The surgery was completed with an alternate procedure "open protoscope". Patient outcome: "no injury to the patient" reported. This report is for first fiber.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap bevel edge and the metal cap are not aligned; the glass cap is protruding from metal cap and can rotate independently of metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe charred detritus adhesion on surface, and indications of slight melting on output window; the outer flow tubing open end exhibits minor scratch marks, partially erased red octagonal sign, and moderate contamination, likely biologic. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Updated information: fist fiber started flashing @ 10,562 joules and 2:47 minutes. Second fiber started flashing @ 7,367 joules and 1:47 minutes. Third fiber flashed @ 14,797 joules and 2:37 minutes.